Manufacturer narrative:
Section e3: correction. Manufacturer¿s investigation conclusion: the reported event of a loss of flow was confirmed via log file analysis. A log file was extracted from the returned console. Review of the data revealed on (B)(6) 2024 from 0:27:39 ¿ 0:27:45, 0:28:23 ¿ 0:28:33, 0:28:41 ¿ 0:29:00, and 0:29:33 ¿ 0:29:46, the flow fell to 0 liters per minute (lpm) and ¿flow signal interrupted: f2¿ and ¿flow below minimum¿ alarms activated due to sf_flow_low_amplitude and sf_ifd_flow_below_min sub faults. On (B)(6) 2024 from 1:22:15 ¿ 1:28:40, retrograde flow was observed. The flow increased back to ~3.4 lpm by 1:30:05; however, the system was shutdown at 1:30:42. The low flows did not affect pump operation. The centrimag motor (serial number (B)(6) was inspected at the service depot. The motor was connected to the returned centrimag console and a test loop and run for several days. The equipment functioned as intended with no unintended decreases of flow or alarms observed. The console and motor were functionally tested and passed all applicable tests. The equipment returned to the customer site. Available information stated that the blood pump was exchanged, and the flows increased. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number (B)(6) and the motor was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 - "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 12.1 "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including flow alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was not provided but will be requested. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the adult patient in the intensive care unit (ICU) had a loss of flows and decreasing flows on the centrimag pump. The doctor was concerned and exchanged the pump, after which flows increased. There were no alarms noted and no adverse events to the patient, but the motor and console were requested to be serviced and evaluated.